Manufacturer narrative:
(B)(4).

Event description:
Patient elected to have revision surgery due to recall. There were no known symptoms. Update 6/12/2012 - litigation papers received. Litigation alleges the patient suffers from severe pain, discomfort, and metallosis. Update ad 25 jul 2018 receipt of ppf and sticker sheets record. Ppf alleges metal wear and metallosis and elevated metal ions. Added lawyer in associated contact, law firm, updated patient harm, manufactured and expiration date, revision surgeon and hospital.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.